Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient received a long charge time alert on their device after inappropriate therapy was received. Programming changes were discussed and patient did not suffer any adverse consequence.